Event description:
--

Event description:
Boston scientific received information that when the patient was hospitalized for a non-device related issue, it was noted that the left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited low out of range pacing impedance measurements of less than 200 ohms when programmed lv ring to can. Boston scientific technical services (ts) was consulted and discussed programming options. The lv lead and cardiac resynchronization therapy defibrillator (crt-d) remain in service and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This cardiac resynchronization therapy defibrillator (crt-d) was explanted for a different issue identified in report number 2124215-2017-11494 and returned for analysis.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
(B)(4)